Event description:
Additional information was received which confirmed that the valve was not misloaded prior to use.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012251804), product type: 0195-heart valves. Product ID: l-evolutfx-34 (lot: 0012263894), product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with severe asymmetrical calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed successfully with a 24 millimeter (mm) non-medtronic balloon. The balloon was fully expanded. The valve was deployed in a good position. At 80% deployment, an infold was noted. The valve was recaptured and removed from the patient. A new system was used for implant. No adverse patient effects were reported.

Event description:
Additional information was received that the patient's severe aortic calcification contributed to the infold.

Manufacturer narrative:
Image review: seven media files were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed, and overlap appears to reach node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified and the valve was used for implantation. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. During valve implantation, an infold was evidence during the first deployment attempt . The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Ac cording to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was removed and replaced. A new valve was loaded and confirmed a good load. There is evidence that a second balloon aortic valvuloplasty was performed prior to the new valve implant. The new valve was successfully implanted. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a return kit fully submerged in cloudy 0.2% glutaraldehyde. The valve was discolored showing evidence of blood contact. All leaflets were stiff with signs of creases and imprints. As received, all leaflets were open. All commissures appeared intact. There was compression around the valve skirt. The valve was submerged in a warm saline bath; the valve frame reset. No signs of damage were found on the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule guide tube was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube partially covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.